Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons were unresponsive during testing. The keypad was removed and no damage was found to the button contacts. A leak test revealed pump leaks at the bolus button. The pump was opened and moisture damage was found on printed circuit board at the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging all the keypad buttons were under responsive. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.